Event description:
A pt was being transported within hosp when she became cyanotic and unresponsive while using a oxygen system. She was switched to another oxygen source and her condition improved. Allegedly, the c1000t contents indicator read half full but had no oxygen flow. Product label states that the device is intended for supplemental use and is not considered a life-supporting device. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr.